Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal elective replacement indicator (eri). There are no allegations against device longevity or functionality.